Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Testing of prism hcv lot 45613li00 could not be performed as this reagent lot expired on 20 june 2015. Two returned samples ((B)(6)) were received and tested with prism hcv reagent lot 63104li00 (since the lot used by the customer expired). The results were (B)(6). Since both samples were (B)(6) with the prism hcv assay we could reproduce the observation made by the customer. Further supplemental testing was then performed. Vidas anti-hcv and diasorin liaison hcv ab assays were (B)(6) for both samples. Mikrogen recomline blot detected (B)(6). Mikrogen recomline blot detected (B)(6). Innolia score detected (B)(6). Innolia score detected (B)(6). In conclusion supplemental testing results were discrepant. Therefore, the (B)(6) status is unclear for both samples. Analytical sensitivity was evaluated using lot 63104li00 with five members of a sensitivity panel and the positive run control on one prism analyzer. All results met specifications. Clinical sensitivity was evaluated using this same lot with two commercially available seroconversion panels. All results met specifications. The prism hcv assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The product is performing as intended and no product issues were identified. As an adjunct to the reagent evaluation, the service history for abbott prism analyzer serial number (B)(4) was reviewed and did not identify any service-related instances that could have contributed to the customer observed issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. (B)(4). (B)(6).

Event description:
On (B)(6) 2016, abbott received notification that (B)(6) notified their competent authority of an issue regarding alleged (B)(6) results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): on (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6). The sample was then sent to (B)(6) for confirmatory testing where the sample generated (B)(6) results with the architect anti-hcv assay, the architect hcv core ag assay with (B)(6). (B)(6) then pulled an archived sample from this same donor ((B)(6)). The sample was originally tested on (B)(6) 2015 and generated (B)(6) results with the prism hcv assay (lot 45613li00) and with the nat methodology. This sample was then tested on the cobas platform and generated a (B)(6). Confirmatory testing was then performed on (B)(6) 2016 with the immunoblot methodology and was (B)(6). Rbcs were distributed from this donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.